Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Information provided on 12/21/2016 states that the official cause of death of urosepsis. The pump was not being returned for evaluation as the death was not pump related. There were no alleged malfunctions of the device when the event occurred. A DHR was conducted. DHR review: a review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR? And additional MFR narrative have been updated accordingly. Based upon information that was provided that states the patient's cause of death was urosepsis. After further review, this event has been determined to be not reportable as this is not a device or therapy related event. There are clinical factors that may have contributed to the patient's death that include the patient's unique anatomy, diet and pharmacological factors, and pre-existing comorbidities. There will be no additional information forthcoming.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined. There are clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinic that one of the lvad patient expired and they stated that the event is not related to the device. It was further stated that no action was performed was not pump related and that the clinic just reported the expiration. It was also stated that there would be no further information available. No additional information available.